Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: failure of air-in-line sensor involving bd alaris pump model 8100 channel and bd alaris pump infusion set (lot 25095744). Rn had to manually stop pump before air-in-line reached patient. Solid air in tubing, no striping.